Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use. The iipv occurred during the previous therapy. The patient stated there were no signs of anything unusual in the previous therapy. The patient stated the total ultrafiltration (uf) was in the same range as his last few total ufs. The total uf for last night equaled 1898ml, the day before equaled 2085ml, and the day before that equaled 1823ml. The patient did not want to troubleshoot. The patient would review the programming with their registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, regarding the reported event. The rn was unaware of the alarm and stated the patient has been continuing therapy successfully. The rn stated she would follow up with the patient about the programming and possibly changing the minimum drain percentage. No allegations were made against the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.